Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient began "not feeling well"; however, no specific patient symptoms were reported. The patient stated he looked at his tandem insulin pump and noticed that it had "malfunctioned". The patient's mother stated that the cgm reading was "wrong"; however, no specific cgm or bg meter comparison values were reported. It was also noted that the patient¿s insulin pump was not delivering properly. The patient¿s mother took the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was between 500-600 mg/dl. No cgm comparison value was reported. The patient was treated with IV saline and IV insulin. He was then discharged home after approximately 5-6 hours. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient began ¿not feeling well¿. The patient reported having symptoms of a heart attack and stroke (no specific physical symptoms were reported). The patient stated he looked at his tandem insulin pump and noticed that it had ¿malfunctioned¿. The patient¿s mother stated that the cgm reading was ¿wrong¿, however, no specific cgm or bg meter comparison values were reported. It was also noted that the patient¿s insulin pump was not delivering properly. The patient¿s mother took the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was between 500-600 mg/dl. No cgm comparison value was reported. The patient was treated with IV saline and IV insulin. He was then discharged home after approximately 5-6 hours. The patient was "feeling fine" at the time of follow-up. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.